Event description:
It was reported that during endoscope inspection, the video system center screen suddenly experienced a blackout. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.